Event description:
A malfunction alarm occurred, leading to the replacement of the customer's pump. There was no reported adverse impact to the customer's blood glucose level. Technical support ensured that the customer was informed about the replacement process, confirmed the shipping address, and provided instructions for returning the malfunctioning pump. The new pump was sent to the customer, and the customer declined to share information about the backup therapy.